Manufacturer narrative:
Please note: this complaint was communicated via a literature article review and no model/serial information is expected at this time.

Event description:
It was reported via a literature article that there was a patient with a right ventricular (rv) lead that had presented to the hospital multiple times, starting approximately 18 days post-implant, experiencing pain in numerous areas on the left side of their body. While x-ray images originally taken did not show any abnormalities, the patient ended up presenting to the hospital a third instance, this time with symptoms of pre-syncope and shortness of breath. A chest x-ray taken showed the patient had suffered a left-sided pleural effusion. Immediate surgical intervention was performed, and a chest tube was inserted into the patient, which drained approximately 1.3 liters (l) of blood. A follow-up x-ray confirmed proper chest tube positioning and a significant reduction in pleural effusion. Two days later, the patient experienced pulsatile abdominal cramps, suggestive of diaphragmatic pacing. Review of the system noted loss of capture and high threshold measurements on the rv channel. During the rv threshold test, diaphragmatic contractions were absent below an output of 1.5 volts (v) with a pulse duration of 0.4 milliseconds (ms), indicating that right ventricular pacing was indeed directly capturing the diaphragm. Rv lead measurements noted fluctuations in pacing impedances and r-wave measurements. Another x-ray was performed after the previous chest tube placement, which showed the rv lead had dislodged and perforated the patient entering the lung, causing a left-sided hemothorax. Surgical intervention was performed again, and the rv lead was successfully explanted and replaced. Approximately six months later, the patient was seen, and no further complications were noted. No additional adverse patient effects were reported.